Event description:
Rptr's facility received a case of therapy lotion consisting of 45 liter bottles. The problem is that the individual bottles have no labels whatsoever. It is unknown if this was a fluke with this batch, or if this is the standard way of packaging this product. The external box that the bottles came in did have a label, but due to the size of the bottles, the users seldom keep the bottles in the case.